Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, there was one occlusion alarm observed in the black box. The force at the time of the occlusion was high. The rewind, load and prime steps were performed successfully with no alarms. The pump was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The pump's cover was removed and there was no intermittent condition found to the force sensor circuit. Unrelated to the original complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.